Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure three different lot numbers of resolute onyx rx coronary, drug eluting stent were used to treat the left main (lm) coronary artery, left anterior descending (lad) artery and the circumflex (cx) artery. The devices were inspected with no issues noted. Negative prep was performed. The lesion was pre dilated. The devices did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was no used. It is reported that the patient came back with symptoms of chest pain and the patient was taken back for revascularization and post discharge the patient died. It is indicated that there is no alleged product issue that this is an adverse event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.